Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead reported that the device had slipped out of the pocket. The issue was an indication of infection and erosion as evidence suggested that the patient had a skin breakage. Hence, the device skidded through the pocket. Additional information received from the field representative indicated that the patient was not check by the physician as the clinic did not heard any complain from the patient. No further information available. The rv lead remains in service. No additional adverse patient effects were reported.